Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was informed that a new cannula mount was installed by the isi clinical sales representative (csr) to resolve the issue at the time of the event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting the cannula mount on endoscopic camera manipulator (ecm) arm was not holding the cannula anymore. An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) ordered a new cannula mount, and the customer was able to re-install it to the system. The system is ready for use. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This event is being reported due to the following conclusion: during a da vinci-assisted procedure, the customer reported the cannula mount on endoscopic camera manipulator (ecm) arm was not holding the cannula. As a result, the surgeon elected to convert the procedure to laparotomy surgery.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the intuitive surgical (is) field service engineer (fse) directly and stated the cannula mount on endoscopic camera manipulator (ecm) arm was not holding the cannula anymore. They stopped the procedure initially and decided to complete the surgery without the robot. The procedure was converted to laparoscopic surgery. The was no report of injury. On 8-feb-2023, isi contacted the block manager and obtained the following information: the trocar was checked before use. The issue occurred after the patient was intubated and port incisions were made on the patient. The procedure was converted to laparotomy because it was impossible to close the wings of the robot's camera arm to hold the balloon trocar and this led to an increase incision compared to laparoscopy.